Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Foley leaking.

Manufacturer narrative:
Qn#(B)(4). There is one actual sample returned for investigation. Based on complaint description, the catheter balloon leaked. The actual sample was inflated using 10ml of distilled water and the balloon was identified leaked, as there is a presence of water observed on the outer surface of the balloon. 50x magnification on the area of concern shown there is a piercing or cut observed on the balloon surface causing leak. However, further examination on the sample, it was observed there is a scratch mark on the balloon concentrating at the area of leak. Leak balloon may happen due to several reasons such as in contact with sharp object during use i.e. Contact with clamper, kidney dish/tray. Balloon could also leak because of balloon had encounter bladder or kidney stone during use for elderly patient with bladder or kidney stone history. Based on the investigation conducted, leak balloon may have likely happened due in contact with sharp or pointed surface such a kidney stone leaving scratch marks on the balloon surface. These scratch marks may propagate and lead to leak. Therefore, this complaint could not be confirmed.

Event description:
Foley leaking.